Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the adhesive part of the sensor didn't want to stick. Customer stated he took his shirt of and the sensor came off. Troubleshooting was performed. Customer's blood glucose level was 150 mg/dl. Does not clean site with soap or puts on lotion. Customer does perspire heavily. Customer was advised to monitor problem and call if issues persists. Customer also stated he had an issue with needle when inserting sensor. No further information reported.